Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event on or about (B)(6) 2010 caused by the exposure to naturalyte and/or granuflo administered to the plaintiff for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.